Event description:
The customer reported that the pca module was connected to a patient and programmed via pca mode only. The pca handset was not provided to the patient, but still connected to the pca module. After some time it appears that the patient received an amount of drug even though the pca handset was not activated.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the pca module was connected to a patient and programmed via pca mode only. The pca handset was not provided to the patient, but still connected to the pca module. After some time it appears that the patient received an amount of drug even though the pca handset was not activated.

Manufacturer narrative:
The customer¿s report of pca module total demands unusual recording was confirmed. Physical inspection of the device noted the syringe cover hinge bush missing from one screw. No fluid ingress or damage was observed. Review of the pca error log shows 13 x code=357.6780.5; failure=pca_handset_stuck having occurred on 06-may-2016 (x1), 16-may-2016 (x1), 11-dec-2018 (x1), 31-oct-2019 (x6) and 02-nov-2019 (x4). Analysis of the pca event log shows 4 x pca_handset_stuck errors had occurred on 02-nov-2019 at 04:08, 04:29, 04:37 and 04:41 while attached to pcu sn: 13933252. The review also identified that between 02-nov-2019 04:03 and 05:08 a total of 303 pca requests were made, however only 8 pca requests resulted in a delivery of the pca dose, with the remainder having been requested either during a pca delivery or during the lockout period post pca delivery whereby no pca doses would have been delivered. The pcu / pca was subjected to a pca infusion for >100 hours during which time no unsolicited pca demands were made / recorded. Testing performed between the handset lemo connector pins and their respective handset pcb terminations confirmed that continuity was present and that no short circuits existed. The root cause of the customer¿s report was not determined.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the pca module was connected to a patient and programmed via pca mode only. The pca handset was not provided to the patient, but still connected to the pca module. After some time it appears that the patient received an amount of drug even though the pca handset was not activated.